Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "pads/paddle lead failure" message and inappropriately shut down. Complainant did not indicate that there was any adverse effects to the patient due to the reported malfunctions.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.